Manufacturer narrative:
This report is submitted on oct 05, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently, was treated with oral antibiotics and ointment (date and duration not reported). However, the issue did not resolve. Additional information has been requested but it has not been made available as of the date of this report.